Manufacturer narrative:
The complaint component was not returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to malposition of pump the patient had his inflatable penile prosthesis (ipp) pump moved from the right side to the left side. No new components were implanted. Should additional information be received, a supplemental report will be submitted. Additional information was received that this patient also had suspected infection.